Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and confirmed no sample/reagent in the problem area. The plunger clamp, lld contact spring and tip clamp were replaced on problem pipetter. The instrument was tested without further problem and returned to service.